Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The threshold suspend was activated for a sensor reading of 60 mg/dl when the blood glucose reading was 350 mg/dl. The customer also reported a calibration error. The customer was unable to troubleshoot for these issues.